Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 200 ohms. Additionally, it was noted the patient received inappropriate shock therapy due to supraventricular tachycardia (svt) however, therapy was not exhausted and the rhythm did slow down. Also, there was t-wave oversensing occurring as there was an extra signal on the rv channel. Technical services suggested to bring the patient in for further evaluation and to measure the shock lead impedances in each vector and provided programming options. At this time, the ICD and rv lead remains in service. No additional adverse patient effects were reported.